Event description:
A valve was implanted (pressure : 150 mmh20) on (B)(6) 2020, but the patient had headache on (B)(6) 2020. The surgeon tried to change the setting pressure to 200, but he couldn't. Through revision surgery, the valve was moved to the soft part between ilium and back muscle, but no improvement was noticed. The valve was finally explanted and replaced. After the valve was removed from the patient, the medical staff changed pressure but the flow speed was slower than usual.

Manufacturer narrative:
This follow-up has three purposes : addition of information, correction of some previously submitted information and device evaluation. Additional information since we get more information/details from the user: part d4 : product-related information (UDI and expiration date). Part h5: single-use device. Correction: part b4: date of the report. Part h1 : serious injury instead of malfunction. Parts g6, h2, h3 and h6 : as part of the device evaluation. Device evaluation: investigation results: visual inspection : the valve was dirty and some particles inside the valve were detected; obstruction testing (air and alcohol passage) : the valve did not pass the test; pressure controls: the valve did not pass the test. Conclusion: the anomaly of difficulty to adjust the valve was confirmed within device investigation. The presence of physiological substances inside the valve may be the cause of the anomaly.

Manufacturer narrative:
The device has not been returned for evaluation yet. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A valve was implanted (pressure: 150 mmh20) on (B)(6) 2020, but the patient had headache on (B)(6) 2020. The surgeon tried to change the setting pressure to 200, but he couldn't. Through revision surgery, the valve was moved to the soft part between ilium and back muscle, but no improvement was noticed. The valve was finally explanted and replaced. After the valve was removed from the patient, the medical staff changed pressure but the flow speed was slower than usual.